Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two single extensions on (B)(6) 2008. During an ipg replacement procedure on (B)(6) 2010, impedance measurements were observed for several of the pt's lead contacts. In an effort to resolve the impedance issues, the physician decided to replace the pt's extensions; however, the alleged problem persisted. The physician will continue to monitor this situation and replace the pt's leads at a later date if necessary. Ref MFR reports # 1627487-2010-01336, 1627487-2010-02434-001 and 1627487-2010-03276.